Manufacturer narrative:
(B)(4). Article citation: sheptulin, v. A., & grusha, y. O. (2022). Reversible vision loss following nonsurgical filler rhinoplasty. Russian open medical journal, 11(4). Https://doi.org/10.15275/rusomj.2022.0406. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "reversible vision loss following nonsurgical filler rhinoplasty," it was reported a patient was injected with juvéderm® voluma® into the nasal dorsum. During injection, patient developed sudden periocular pain on the left side, drooping of the left upper eyelid, and loss of vision. Patient was treated right away with hyaluronidase (1000 iu) and eye massage. The next day, patient was admitted to oculoplasty unit due to vision loss. During examination, it was noted the skin at the injection site was reticulated with an erythematous discoloration and a few pustular rashes were seen on the nasal dorsum. The patient had periocular ecchymosis, signs of nervus oculomotorius neuropathy: ptosis of the left eyelid, exotropia, pupillary dilation, and ocular motility restriction in all gazes. The patient underwent a single retrobulbar injection of hyaluronidase (1500 iu) and 14 two-hour sessions of hyperbaric oxygen therapy at 253 kpa. Ocular signs gradually improved with complete recovery of skin, ocular motility, and ptotic symptoms 1 month after the onset of treatment.